Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt's stimulation could not be increased. The lead was migrated from its original position. Attempts to increase the stimulation and reprogramming were unable to resolve the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.